Event description:
It was reported that the control-iq algorithm increased basal and delivered an auto bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading at the time of the event, and the meter bg reading was 117 mg/dl. As a result of the auto-bolus and increased basal, customer's blood glucose (bg) level lowered to 32 mg/dl. Customer required assistance by the fire department and was treated with intravenous fluids of glucose. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.